Manufacturer narrative:
(B)(4). Date sent: 12/08/2020.

Manufacturer narrative:
(B)(4). Date sent: 12/03/2020. D4: batch # u5aw2x. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The device still had the staples, confirming that it was not fired. Visual inspection of the device revealed that the left contact on the bulkhead was deformed and the post on the bulkhead that holds the contact in place was broken. This condition had caused the contacts misalign with the battery and resulted in failure to power the device. Upon manually aligning the contacts, the device could be powered and fired. No conclusion could be reached as what may have caused the failure of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: my understanding from dr. (B)(6) was that there was a possibility he was going to divert the patient regardless. The anastomoses did not leak, and he had good donuts. He just felt more comfortable. What were the indications for surgery? Colon resection. What surgical procedure was performed? Lower anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Not known. What lead the surgeon to do the colostomy? Surgeon comfortability. Did they use the anvil from 1st device with 2nd device? 1st. Were there any issues experienced with the device in the initial surgical procedure? The 1st device didn't power on. What healthcare professional fired the device and what is his/her experience with the device? Dr (B)(6), surgeon. Was one of the first surgeons in the country to use the cdh29p where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The stapler did not power on so the device did not fire did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, on the 2nd device. Were there any issues with device use/firing? Not on the 2nd device, the 1st would not fire. What confirmation was received that the device completed the firing sequence? Green check mark and crunch. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 360 degree. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. No. What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the powered circular, cdh29p, was placed but would not fire. The device was not illuminated. The device was removed and another cdh29p was used to finish. The patient was unharmed, and no leak was detected at the anastomosis, but the surgeon diverted to a temporary colostomy. The procedure was delayed by fifteen minutes and completed.